Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the pulsating stimulation. The most likely cause of the event was due to the stimulation/amplitude might have been too high. When asked about the steps taken to resolve the issue, the hcp stated that they had stimulation turned down and symptoms resolved. The issue was resolved. It was unknown about the cause of stimulation being too strong. The most likely cause of the event was due to the patient likely had turned the stimulation up. When asked about the steps taken to resolve the issue, the hcp stated that they had stimulation turned down. The issue was resolved. It was unknown about the cause of the patient "not feeling the stimulation at all anymore". It was unknown about the most likely cause of the event. When asked about the steps taken to resolve the issue, the hcp stated that they were working with manufacturer representative (rep) to adjust stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they first got home on tuesday night the manufacturing representative (rep) said they wouldn't feel the pulsing sensation but they did and it kept going through the night. Patient stated when they got up the next morning their whole body ached and all their muscles ached. Patient didn't know if it had something to do with the stimulation being on too strong or too long. The patient had diarrhea. Agent asked patient how they felt the stimulation and patient said they were not feeling the device at all anymore. Patient turned the stimulation down to a comfortable level and they were not having diarrhea anymore. The patient was redirected to their healthcare provider (hcp) to further address the issue.